Event description:
It was reported by the pt that his inflatable penile prosthesis that it was "approximately 2010 when implant quit working and had repeated infections and problems." (Previously reported on (B)(4)) the pt complained of urinary problems and pain for "some time" but was told nothing was wrong. Following surgery for an unrelated event, the pt was found collapsed on the floor. The pt was transported to the hospital. It appears the pt was septic and the physician decided to place "spacers" in his penis where the infection was and removed his gall bladder during the same surgery. Within 1 week the pt was taken to the ER to be catheterized for unreported reasons. A few days later he was admitted to the hospital for emergency surgery, the reason was not specified. The pt stated after the spacers were placed his penis became "infected and led to gangrene and loss of some of his penis and blood poisoning" and "always hurts." The pt further stated, "that he continues to suffer from issues with urination and now has a penis that is '1 inch long' instead of his original '9 inch' penis. The pt noted "that this caused him to have a heart attack (from the blood poisoning and stress) and to need to get a new heart valve and a stent." No further complications were reported in relation to this event.

Manufacturer narrative:
Additional device info: reservoir. Catalog # 72404155, serial # (B)(4), mfg date: 10/2008, exp date: 10/28/2010. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.